Manufacturer narrative:
(B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. Access was gained in the femoral vein with a 6fr sheath. After transseptal puncture in an infero-posterior position, a watchman® access system (was) was advanced to the la over a curved stiff wire. The hemostasis valve on the was would not close properly resulting in continuous blood leakage. The patients blood pressure kept dropping, therefore the was exchanged. The procedure was continued with a new was and a 24mm watchman closure device was successfully implanted. The patient was stable at the end of the procedure and was monitored overnight.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access sheath (was) and dilator which was not inside the was as received. The valve was loose and opened as received. The valve, hub, shaft, and tip were examined. Kinks were found 37.5cm and 66.5cm from the tip of the access system. The tip was damaged. Microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The reported issue was not confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks, tip damage, and thread damage were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. Access was gained in the femoral vein with a 6fr sheath. After transseptal puncture in an infero-posterior position, a watchman® access system (was) was advanced to the la over a curved stiff wire. The hemostasis valve on the was would not close properly resulting in continuous blood leakage. The patient¿s blood pressure kept dropping, therefore the was was exchanged. The procedure was continued with a new was and a 24mm watchman closure device was successfully implanted. The patient was stable at the end of the procedure and was monitored overnight.